Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy ii drug-eluting stent was advanced over the wire and it became increasingly hard to push it forward prior to entering the body. Upon backing the stent out over the wire, the catheter snapped in half at the point where the wire exited at the y exit port. The procedure was completed with another 2.25x12 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. Stent od (outer diameter) was measured and was within specification. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks on the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a shaft break at the port bond and some damages to the inner extrusion just distal to the port bond. The bi-component bond showed no signs of damage or strain. As part of the examination a 0.014¿ guidewire could not be inserted through the port site entry as it could not pass through the point where the inner extrusion was damaged just distal of the port site entry. However, the 0.014¿ guidewire could pass with no issues through the tip up to the damaged point, just before the port site entry. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy ii drug-eluting stent was advanced over the wire and it became increasingly hard to push it forward prior to entering the body. Upon backing the stent out over the wire, the catheter snapped in half at the point where the wire exited at the y exit port. The procedure was completed with another 2.25x12 synergy stent. No patient complications were reported.